Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black but the unit continued to ventilate. No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to it could cause serious injury or death if it was to reoccur.

Event description:
After switching on, the unit displayed error message tf9950, tf9432 was also visible in the event log. The device has had the same error several times, the last time on (B)(6) 2019, see cer59756, here the ip esm board was replaced, shortly before that also the ip-vu cable. Today I read out the log files, then I tried to reproduce the error by manipulating the ip-vu cable on the mainboard connector o.b.. However, I was able to reproduce the error once by moving the screen jerkily tf9950 was displayed, touch did not work after a short time everything worked normally again, error has acknowledged itself.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be interruptions in communication between ipp and vup. In consequence the g5 esm ip 2.81 (p/n msp159211) was replaced. The unit passed all tests and was then operational.

Event description:
After switching on, the unit displayed error message tf9950, tf9432 was also visible in the event log. The device has had the same error several times, the last time on 15.2.2019, see cer59756, here the ip esm board was replaced, shortly before that also the ip-vu cable. Today I read out the log files (see g5-sn7540.zip), then I tried to reproduce the error by manipulating the ip-vu cable on the mainboard connector -> o.b.. However, I was able to reproduce the error once by moving the screen jerkily -> tf9950 was displayed, touch did not work -> after a short time everything worked normally again, error has acknowledged itself (see g5-sn7540_2.zip).